Manufacturer narrative:
(B)(4). The customer reported that the user interface module was replaced and the problem was corrected. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module of avea ventilator is faulty. The customer reported that there was no patient involvement associated with the reported event.